Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). UDI #: (B)(4). Review of the most recent repair record determined the rpms were erratic. The motor was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that during pre-op testing the device had an issue with unfamiliar shaking and calibration. There was no patient involvement. Evaluation of this device later revealed that the motor was running erratically. No adverse events were reported as a result of this malfunction.